Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer went to the emergency room and was subsequently hospitalized with a blood glucose level of 440 mg/dl. Customer attempted to address the elevated (bg) via a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on (B)(6) 2023 with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.